Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's high blood glucose level was 427 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was reported that they received no delivery alarm and insulin was exited during fixed prime and while attempting bolus still received no delivery alarm. The customer reported that infusion set cannula was bent. The insulin pump will not be returned for analysis.